Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended programming changes. The minute ventilation (mv) response was decreased from 8 to 6 and the patient will continue to be followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported a heart rate that is too high and reported a rate of 100-110 bpm while vacuuming. No adverse patient effects were reported.